Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that both the right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing and high capture thresholds. Programming changes were made on the ra lead and the rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold and sensing noise were not confirmed. Final analysis found that as received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.